Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Dates of occurrence and revision surgery not reported but estimated to be on (B)(6) 2022.

Event description:
According to available information, this device was explanted and replaced due to a possible infection. No other adverse patient effects were reported.